Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump would only operate when plugged in to ac power, however, there was no indication that the pump was shutting off without alarming. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the "pump stops in the middle of feed" and that it "doesn't take a charge". They stated that the pump also doesn't alarm and sometimes the screen goes blank when the pump stops. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects and was doing well. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "pump stops in the middle of feed" and that it "doesn't take a charge". They stated that the pump also doesn't alarm and sometimes the screen goes blank when the pump stops. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects and was doing well. (B)(4).